Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery. After the lesion was pre-dilated with an unknown semi compliant balloon, a 3.5 x 28mm xience sierra drug-eluting stent (des) was successfully deployed at 16atms; however, following the deployment of the stent, a distal edge dissection was noted. Therefore, the dissection was treated with a 3.5x12mm xience sierra des and the procedure was completed. There was no adverse patient sequela nor clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.